Manufacturer narrative:
A visual examination of the returned device confirmed that the balloon had been subjected to positive pressure and deflated. No issues were noted with the tip section of the device. The device was attached to an encore inflation unit, subjected to positive pressure and a balloon pinhole was identified. The pinhole was located at 5mm distal to the proximal markerband. A large build-up of blood was present inside the balloon. A visual and microscopic examination found no issue with the profile of the markerbands which could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a shunt of a moderately tortuous and a moderately calcified vessel. A 5.0 x 20, 40cm mustang balloon catheter was advanced to dilate the lesion. Upon the first inflation, the balloon was successfully inflated at 10 atmospheres. However, upon the second inflation, the balloon ruptured at 10 atmospheres. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a shunt of a moderately tortuous and a moderately calcified vessel. A 5.0 x 20, 40cm mustang balloon catheter was advanced to dilate the lesion. Upon the first inflation, the balloon was successfully inflated at 10 atmospheres. However, upon the second inflation, the balloon ruptured at 10 atmospheres. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.